Event description:
It was reported that a motor stall occurred and did not recover. Telemetry strips show multiple motor stalls. The patient experienced pain, sweating, and underdose symptoms. The pump was explanted. The patient status was reported as ¿alive ¿ no injury¿. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was later reported that the cause of the stalls was unknown. The pump was reprogrammed but that did not solve the problem so the pump was replaced. After replacement the patient received effective therapy again.

Manufacturer narrative:
Final pump analysis revealed motor gear train anomaly - corrosion and/or wear and/or lubrication; stall due to shaft-bearing. The logs had multiple motor stalls and recoveries. The pump was received with a hard motor stalled that never recovered. During destructive analysis significant residue and shaft wear on the upper shaft of gear 2 was found as well as some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.